Event description:
Caller reported a cartridge alarm 30, which did not adversely impact the customer's blood glucose level. Earlier in the day, the customer managed to change the cartridge and resume insulin therapy successfully. Technical support decided to replace the pump due to multiple cartridge alarms. The customer was instructed on returning the problematic pump and advised to transfer their settings and connect their cgm to the replacement pump. The customer understood these instructions and the replacement pump was sent. Customer will continue to use current pump.